Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the inner mandril of the safe-t-j amplatz extra-stiff support wire guide was protruding through the coil when the user attempted to bend it. The wire did not make patient contact, and there were no injuries or additional procedures reported.